Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professionals (hcps) regarding a patient receiving compounded morphine (2.4 mg/ml at 2.1103 mg/day) and bupivacaine (40 mg/ml at 35.171 mg/day) via an implanted pump. On (B)(6) 2020 the first hcp reported that pump interrogation showed the pump stalled on (B)(6) 2020 with no recovery in the logs. Per the hcp, the patient had an MRI on (B)(6) 2020 and the pump was not checked after the MRI. Additional information was received later on 25-feb-2020 from another hcp who reported that he saw the patient today and when he interrogated the pump, he noted a motor stall and tube set message. The hcp re-interrogated the pump and when doing so the motor stall recovery message logged. The issue was resolved. No patient symptoms/complications were reported. No further complications were reported/anticipated.